Event description:
It was reported that hcp faced false negative situation with nim vital during a thyroid case. There was no patient impact.

Manufacturer narrative:
H3: analysis found visually, there was no damage in the construction of the device. There was no damage to the probe tip, hand le, or wire. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and the actual measurements was 0.3 ohms which was in specification. The tip fit securely into the handle with no issues. Functionally, the probe was connected to a nim system using a 1.0ma stimulating current and 100v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200v. There was no intermittent behavior while manipulating the tip, connector, or the wire. In the returned condition, there was no out of specification condition that was related to the complaint. This event was already reported in the pe# 0706285012 (regulatory rep#: 1045254-2024-00382). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.